Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: g3; h2; h3; h6. Visual examination of the returned product identified the shell was returned with the lock ring still retained within the lock ring groove. The lock ring is confirmed to have a correct chamfer orientation. The lock ring is bent/twisted with a groove present on the bottom side. The poly insert has grooves around the o.d. Of the insert. No other damage was noted during visual evaluation. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in taiwan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the inner ring of the cup came loose and it was not possible to assemble the liner. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.